Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not charging. When the battery was placed on the battery charger, the indicator light shown on the indicator light was red. The site further reported that when the battery was tested on the port of the controller, no power was provided. The device has been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. The reported event could not be confirmed during testing. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The battery was able to adequately charge and provide power to a test controller. As a result, the reported "not charging" and "no power" events could not be confirmed. A possible cause of the reported "no power" event can be attributed to a marginal connection between the battery and controller. If information is provided in the future, a supplemental report will be issued.